Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2007 the patient was admitted following a fall with c3-c4 subluxation and quadriplegia. The patient apparently fell striking his head on the ground. He had loss of consciousness. His wife discovered him in the kitchen and called ems. He was brought to (B)(6) medical center by ambulance. At the time of his initial evaluation, he was intoxicated. He complained that he could not move his lower extremities and had difficult moving his upper extremities. He had no sensation from approximately the midchest distally. Review of systems: neurological: revealed decreased pinprick sensation from the nipples down and he was unable to move his legs. He also had decreased movement and strength in bilateral upper extremities. CT scan of the head demonstrates no intracranial hemorrhage. CT scan of the spine reveals subluxation of c3-c4 with cord contusion. CT of the thoracic spine reveals no evidence of fracture or subluxation. Impression: status post fall with cervical spine fracture, subluxation - c3-c4 with clinical quadriplegia. On (B)(6) 2007 the patient was diagnosed with c3 and c4 fracture and dislocation. The following procedures were performed: cervical 3 and 4 lateral mass screws and rods instrumented fusion; posterior lateral fusion cervical 2, 3, and 4 with autograft and bmp; cervical 2, 3, and 4 laminectomy spinal cord decompression. The posterior neck was eterilely prepped and draped in standard fashion. A midline incision was marked and infiltrated with 1% lidocaine with epinephrine. A #10 blade was used to incise the skin down through the subcutaneous tissue to the cervical thoracic fascia. A midline plane was carried out, which would save vascular down to the epinous processes of c2 through c5. Bovie electrocautery was used to expose the spinous processes of c2, c3, c4, and c5, and a periosteal elevator was used with bovie electrocautery to perform a subperiosteal dissection along the spinous process and lamina from c2 through c4. It was noted at c2 and c3 that the lamina was completely free and mobile except for its muscular attachments from the fracture. Once the muscular attachments were removed from both c2 and c3 the laminae were able to be lifted up out of the incision. These laminae were morselized to use as autograft mixed with bone morphogenic protein for the posterolateral fusion later in the case. Bipolar cautery was used for hemostasis. The epidural veins were cauterized with bipolar cautery and judicious use of gelfoam and thrombin, any further lamina was removed using 2- and 3-mm kerrisons. The lamina of c4 was removed using leksell rongeur to remove the spinous process and to thin the lamina and a 3-mm kerrison to remove the lamina and the yellow ligament. The spinal canal was decompressed in this fashion. At this point, the fractured facet on the left had side was removed to elevate the jumped facet process back into position, posterior to the superior articulating process of c4. Once this was accomplished the fluoroscopic imaging sho wed proper alignment of c3 and c4. The fractured complex on this site included the lateral mass of c2 making it difficult for placement of a c2 lateral mass or even pedicle screw. For this reason, lateral mass screws were just placed in c3 and c4 using 1 mm inferior and 1 mm medial to midpoint entry and a 15-degree cephalad and 15-degree lateral trajectory. The patient underwent CT scan of brain which did not show intra-axial or extra-axial hemorrhage. MRI of thoracic spinal cord was negative for any herniated disc or cord compromise. On (B)(6) 2007 the patient had the filter placement. On (B)(6) 2007 the patient was discharged. On (B)(6) 2008 the patient presented with the complaint of muscle spasms/pain. On (B)(6) 2008 the patient visited the office for a follow up. He underwent some imaging studies of ap and lateral cervical spine which showed slight kyphosis. Impression: the patient was doing well, status post posterior cervical fusion at c3-4. The patient has had no change in his films over the past six months. On (B)(6) 2008 the patient presented for an office visit. He was diagnosed with paraparesis. The doctor commented that the patient will be disabled for life secondary to spinal cord injury. The patient also had x-rays taken of his c-spine ap/lat.